Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing high impedances were noted: do not use on electrodes 0 and 1, and avoid on electrodes 3 and 7. No symptoms or stimulation issues reported. The rep programmed around the impedances. The issue was resolved, but the cause was unknown. No adverse actions noted or planned, but the rep noted they would submit any new information that becomes available.